Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 the 3.0x23 mm xience prime stent was implanted in the proximal left anterior descending (lad) coronary artery. On (B)(6) 2017 the patient had unstable angina that was treated with medication and re-admission to the hospital. Additional stenting was performed on (B)(6) 2017 in the proximal lad index lesion. The patient was discharged home on (B)(6) 2017 when the condition resolved. No additional information was provided.